Event description:
It was reported by the or staff to the central sterile, the device was used during a laparoscopic cholestectomy it was reported the er320 did not shoot the clips out properly. The device has been cleaned.